Event description:
It was reported that the lead failed the intra-operative testing. Coil to right ventricle (rv) ring current was greater than 4.4ma. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.